Event description:
The device was used during a tah procedure. Reprtedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.